Manufacturer narrative:
The device was returned to olympus and the device evaluation confirmed the customer¿s allegation. The balloon was not holding due to the instrument channel leaking. The pink probe unit was cut and chipped, which had affected the ultrasound image and the glue was peeling on the forceps cover. In addition, the evaluation also found tear marks on the instrument channel, a cracked bending section cover, a dent bending section, a cut switch, a loose elevator channel inlet and a missing cover name plate from the control body. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the balloon would not inflate on the evis exera ii ultrasound gastrovideoscope prior to an unknown procedure. During the inspection of the returned device, there was peeling glue on the forceps cover and the probe unit was cut and chipped. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of the peeling glue and cut probe could not be determined. The most likely cause of the peeling glue and cut probe was excessive force exerted on the subject device when the device was being handled. Instructions for use (IFU) instructs the user of the following: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor the field performance of this device.